Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 333 mg/dl, 269 mg/dl, 159 mg/dl and 167 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the suspect device and replacement product was sent.